Event description:
A field svc engineer (fse) was on site and observed the laser stopped firing during a procedure at 44% completion. The fse noted footswitch pause at the top of the screen. The surgeon was able to lift his foot off the footswitch, press it again and complete the surgery. During follow-up with the site, the system operator indicated the surgeon was satisfied with the pt's outcome and the pt was not injured by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated 4/10/08 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the field svc engineer (fse) performed several test surgeries, but was unable to duplicate the laser not firing. He tested the footswitch circuit several times with no issues and completed a system verification prior to departure. No parts were replaced or returned for mfg investigation. Conclusion: based on the results of this investigation, a definitive cause of the reported event could not be determined.